Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that during use on a patient, the customer was not able to get the cs300 intra-aortic balloon pump (iabp) to trigger on pacer v/av when interfaced from the bedside monitor and was taking the image and interfacing from the anesthesia machine. It was explained to the customer by a getinge representative that the original monitor was probably filtering out the pm spikes. The qrss¿ were too small so the customer used pressure trigger, and once the direct leads were applied, the iabp used ECG successfully. The customer switched iabps and reported the same trigger problem on both iabps. This report is for the first iabp used. No patient harm, serious injury or adverse event was reported.